Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: there was no evidence of loss of prime warnings observed in the black box data. A rewind, load cartridge and prime steps were successfully completed with no alarms. The force sensor calibration was within specification. The pump was exercised for 24 hours with no loss of primes occurring. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.